Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported, during an unspecified procedure, the ngage nitinol stone extractor would not open or close properly. The device was tested prior to use. The procedure was able to be completed and no adverse effects to the patient were reported. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as visual inspection and functional test of the device were conducted. The device was returned to cook in opened packaging for investigation. The handle will only push basket wire thru sheath and would not open or close basket - same when manually actuating. No damage is noted to the support sheath or basket sheath. Handle fittings were tight, unable to determine cause. The video of the complaint device showed that the basket moved proximally and distally as the handle was functioned. The distal shrink tube was not holding the basket assembly in place at the distal end of the basket sheath. A document-based investigation evaluation was performed. A review of the dhrs for the reported complaint device lot revealed one related non-conformance for ¿shrink tube, damaged¿ in which one device was scrapped. A lot history search found no other complaints had been reported for this lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the available information, cook has concluded the cause could not be determined. The distal shrink tube was not holding the basket assembly in place, causing the basket to move distally and proximally when the handle was functioned instead of opening/closing the basket. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3 - the device has been returned. And preliminary evaluation has been performed. However, our investigation is ongoing. And device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during an unspecified procedure. The ngage nitinol stone extractor would not open or close properly. The device was tested prior to use. The procedure was able to be completed. And no adverse effects to the patient were reported.